Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a pediatric edas (encephaloduroarteriosynangiosis), three lactosorb rapid flap clamps were used, but one of the three posts was broken between the outer plate and inner plate. The operation succeeded with a new lactosorb rapid flap clamp. It was reported that there was no delay over 30 minutes and no foreign body was retained in the patient. It is reported that the removal of the product did not require additional incisions nor did it require bone to be removed from the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned in the evaluation. The product identity was confirmed in the evaluation. The product was returned in bio hazardous condition, therefore only a visual inspection through the bag could be performed. The visual inspection revealed the post was broken between the outer plate and the inner plate; therefore the complaint is confirmed. The most-likely cause was determined to be excessive force applied to the clamp during insertion. According to the evaluation, there are no indications of manufacturing defects. .